Event description:
A user facility reported to olympus that a front panel light was flashing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that upon startup of the device, the front panel lights blinked due to a filter turret failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Customer confirmed the light on the front panel blinked when the power was turned on during pre-use inspection prior to a procedure. The procedure was completed successfully with similar equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer by updating b3 and b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a faulty turret. However, the specific root cause of the faulty turret could not be determined at this time. Olympus will continue to monitor field performance for this device.